Manufacturer narrative:
The getinge field service engineer (fse) that had performed the preventive maintenance (pm), reported that the iabp was cleared to be used clinically. This iabp is a loaner iabp, not owned by the customer.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had a gas leak alarm no patient harm, serious injury, or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had a gas leak alarm no patient harm, serious injury, or adverse event was reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp; however, unrelated to the reported issue a getinge field service engineer (fse) performed a schedule preventive maintenance (pm) on the iabp unit and was not able to reproduce the reported issue, everything passed. The iabp was not returned to the customer and cleared for clinical use. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had a gas leak alarm no patient harm, serious injury, or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, health effect. Impact codes, investigation conclusions), h10.

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. (B)(6).

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had a gas leak alarm no patient harm, serious injury, or adverse event was reported.